Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units EKG is not working. There was no patient harm reported.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) that EKG not working. There was patient involvement, no patient injury/harm, unknown what iab was used, event occurred during use. End user reported "ECG not transducing" and "unable to zero arterial blood pressure". 3rd party (life sync) lead wires found attached to maquet ECG patient cable. As per the cardiosave operating manual "use only maquet/data scope corp. ECG lead wires with the ECG patient cable. The use of any other lead wires may cause the system to function improperly." A getinge field service engineer (fse) unable to duplicate any failure with the iabp using maquet ECG patient cable and lead wires. All ECG gain checks passed with a patient simulator. All cardiosave trainer waveform verifcation checks passed. Unable to duplicate any issue with the zero pressure button. Touch screen was re-calibrated as a precaution. Missing bp adapter cable replaced (d012-00-1815 cable assembly, blood pressure transducer). Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications.

Event description:
N/a.